Manufacturer narrative:
H6: investigation summary customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that false positives were occurred on drawer c. A bd system service engineer (sse) reviewed the logfiles and identified that issue with vial storage rack. A bd filed service engineer (fse) was dispatched and replaced rack on drawer c rows e&f, drawer d rows g&h and installed shorting clips on each. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective rack. No new trends, risks, or hazards were identified as a result of the complaint. See h10.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged 8 false positives in drawer c were obtained. Confirmatory gram staining was performed and results were negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged 8 false positives in drawer c were obtained. Confirmatory gram staining was performed and results were negative. There was no report of patient impact.